Event description:
Four (4) days post c-section [day four (4)] the pt noticed redness at the catheter site, at which time discontinued the catheters and was started on keflex. On day six (6) she noticed a seroma; an immediate attempt was made to drain it. On day seven (7) she developed a fever and was admitted to the hosp as a result. The pt was treated with IV antibiotics and her incision was opened to drain a large seroma that extended from the incision area and both catheter tracks. The pt was discharged after seven (7) days and continued on IV antibiotics at home through a PICC line. Additionally, she had a penrose drain left in. Cultures were taken, which grew staph aureus.